Manufacturer narrative:
Date of report received: 09 jul 2019. Report resources added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The manufacturer¿s service technician confirmed the reported issue of a non-functioning main pcb and replaced the main pcb to address the reported problem.

Event description:
The manufacturer's service technician reported a ventilator with a main printed circuit board (pcb) that was not working. There was no patient involvement.